Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water tightness lost due to a pinhole on the bending section cover and the connecting tube, the bending angle in the up direction did not meet the standard value due to the wear of angle wire, forceps couldn't be inserted due to a crushed channel tube, a dented connecting tube, and a cut image guide protector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: (B)(6).

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope had a leakage from the insertion section. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, part of the insertion tube coating that had disappeared was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely external factors or handling of the device caused the markings to disappear. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.